Event description:
The balloon dilator exploded in the ureter. There was hematuria. Installation of a double j was performed. As a consequence the patient did not have the cancer diagnosis surgery. Requested but not provided.

Manufacturer narrative:
Although requested, the product involved in the case will not be returned to cook. In addition, multiple requests were made by cook for additional information from the user facility, but only the lot number and part number were provided beyond the original complaint report. Should additional information become available, cook will provide it to the FDA.